Manufacturer narrative:
Additional information was requested from the initial reporter however a response has not been received. If additional pertinent information becomes available, the report will be updated. An evaluation of the kangaroo pump was performed and the customer states, ¿delivers too quickly.¿ the unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported the enteral feeding pump delivers too quickly.